Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer skin graft mesher serial number 03432 could not be completed due to the product not being returned repair of the device was not performed because the unit was not returned review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. Device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the ratchet on the skin graft would not lock when winding it back before drawing the graft through the mesher. It was dragging the skin graft back and forth causing excessive holes to be made in the graft. No adverse event was reported as a result of this malfunction.